Manufacturer narrative:
.

Event description:
Additional information was received indicating that the vns patient¿s generator was not protruding but extruding through the patient¿s skin.

Manufacturer narrative:
Describe event or problem; corrected data: additional information indicates that the generator was not protruding but extruding through the patient¿s skin.

Event description:
It was reported that the vns patient¿s generator was protruding. The patient underwent surgery to explant her generator and lead on (B)(6) 2014. The surgeon believed that the protrusion was due to a fall which occurred three days prior to explant. Surgery was performed as the physician was concerned about potential infections at the protruding generator site. The patient has not been re-implanted to date. The explanting facility discarded the explanted devices; therefore, no analysis can be performed.